Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to a device aneurysm, with the central part of the device peeling and buckling; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications reported.